Manufacturer narrative:
The customer¿s request for a log review to check programming for an adverse drug event has been completed. Review of the pcu event log confirmed that on (B)(6) 2015 at 9:12 am, the user programmed the suspect device using guardrails drugs for the drug cetuximab as a custom concentration. The user programmed a drug amount of 900mg, a diluent volume of 450ml, bsa of 2.37m2 (dose=379.7mg/m2), and duration of 2:00 (hh:mm). The user started the infusion at 9:13 am which began infusing at a rate of 225ml/hr with a vtbi of 450ml. At 9:33 am the user powered off the pump module which recorded a primary volume infused of 73.76ml for the 20 minute infusion. Review of the pcu event logs could not confirm any obvious programming errors during programming of the drug cetuximab. No device malfunction was alleged by the customer. Devices not received, log review only.

Event description:
The customer requested a log review to check for programming as part of their investigation following an adverse drug reaction. There is no allegation of a carefusion device failure, but the customer wanted to know how the infusion was programmed and if guardrails was used. The patient received his first dose of cetuximab 100 mg in the chemo clinic, unknown concentration, volume, or intended duration, and had a severe allergic reaction. There were 3 modules attached but the customer did not know which one was used for the cetuximab. The only other infusion was a plain flush. The patient "coded" and required unspecified resuscitation efforts. The patient subsequently improved and was discharged from the hospital; he subsequently returned to the chemo clinic and is tolerating a different chemo regimen well.